Manufacturer narrative:
Visual examination of the connectors shows that they have pulled out from their swage. Material displacement visible on the implants indicates that they were under significant stress prior to pulling free. Patient was reported to have pseudoarthrosis. It appears that patient condition affected the effectiveness of the implants. The implants are intended to be temporary fixation devices to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. This is stated in the instructions for use (IFU) supplied with the device.

Event description:
Patient had scoliosis correction in 2008. Patient had pseudoarthrosis at l2-l3. Two of the twister connectors have separated at the swivel interface. Patient underwent revision surgery with hardware removal at l3 with new 7x50 screws, twisters and crosslink re-inserted. Device #1 see also: 1526439-2009-00132.